Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak at the patient line (pl) connection of the liberty cycler set during their pd treatment. Fluid did not come into contact with the cycler. Fluid was observed leaking from the second connector on the pl that was not in use. The patient reported receiving a draining slowly notice during drain 1 of 4 of treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the patient did not complete treatment on the night of the fluid leak. The patient was prescribed prophylactic antibiotics vancomycin and cefazolin (dosages unknown), however it was confirmed the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the cycler with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak at the patient line (pl) connection of the liberty cycler set during their pd treatment. Fluid did not come into contact with the cycler. Fluid was observed leaking from the second connector on the pl that was not in use. The patient reported receiving a draining slowly notice during drain 1 of 4 of treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the patient did not complete treatment on the night of the fluid leak. The patient was prescribed prophylactic antibiotics vancomycin and cefazolin (dosages unknown), however it was confirmed the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the cycler with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was returned to the manufacturer for physical evaluation. The sample was received with original packaging, identified with product number 050-87212 and lot number 22pr08049. The complaint product sample was disinfected and as the complaint product sample was being disinfected and prepared for analysis, a leak occurred from the second patient connector. The complaint product sample was visually inspected and it was found that the o-ring of the patient connector was not assembled properly. The o-ring was distorted/corroded, and the blue button was out of the guide. The reported issue is confirmed. The probable cause for this issue was determined to be a manufacturing process failure. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.